Event description:
Reportedly, during pt use, an 'o2 sensor error' occurred which could not get solved by calibrating the oxygen sensor. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).